Manufacturer narrative:
The device was returned to the manufacturer and metal shavings from the wearing of washers against the driveshaft were present in the collet which prevented the collet from grasping the pins. The device was scrapped.

Event description:
It was reported that the collet will not grasp the wires. There was no pt involvement or adverse consequences related to this event.